Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they did not know if there was something wrong with their device or not as their numbers were down. The patient also stated that they are dizzy and have chills. Follow-up with the clinic was attempted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.